Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is having issues acquiring ECG after an fco was implemented. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was unable to be verified during lab tests. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.